Event description:
A caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance and walked the caller through a pump reset, after which the error did not reoccur, and the caller was able to successfully start their sensor session.